Event description:
After the ir60b reload had been fired during a right colon procedure, malformed and underformed staples were observed. The reload was also attached to the tissue. The anastomosis was subsequently oversewn.

Manufacturer narrative:
The returned ir60b reload was visually examined and was found to have damage consistent with its having been improperly loaded. The improper loading would have caused malformed and underformed staples, and would have resulted in the reload's sticking to the tissue. A second reload was also returned. This one had damage that could be attributed to the i60 stapler into which it was inserted. When the stapler was fired, it produced malformed staples due to misalignment between its anvil and housing. Checks for anvil-to-housing alignment have since been included in the manufacturing process. Evaluation summary: unit fired a reload without incident. Staple formation was not acceptable; however, the knife transected fully. First reload had damaged retention post because reload was not fully loaded or inserted properly. Second reload had damaged tissue bump because intelligent device had a misaligned clamping assembly.